Event description:
It was reported via voluntary medwatch that the patient presented with unspecified performance issue on implantable cardioverter defibrillator (ICD). Programming changes were made to deactivate the ICD. There were no patient consequences provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5155964.